Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery (eia). A 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced to treat the lesion. However, upon third inflation, the balloon ruptured at 12 atmospheres after being inflated for 30 seconds. The device was completely removed from the patient's body and the procedure was completed with another with same device. No patient complications were reported.